Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('device removal') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced blepharospasm ("right eye lid has been twitching"), alopecia ("hair loss"), hypothyroidism ("hypothyroidism has gotten worse") and tooth fracture ("broken molar"). The patient was treated with surgery (essure removal and oral surgery and a bone grasp). Essure was removed. At the time of the report, the medical device removal, blepharospasm, alopecia, hypothyroidism and tooth fracture outcome was unknown. The reporter considered alopecia, blepharospasm, hypothyroidism, medical device removal and tooth fracture to be related to essure. Concerning the injuries reported in this case, the following ones were reported via patient¿s social media: ¿blepharospasm, hair loss and hypothyroidism". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: new reporter, events: device removal, broken molar were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.